Event description:
It was reported via repair work order that the cot is tilting to one side due to a bent inner tube base frame. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.